Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-feb-2019 with the following findings: during investigation, no damage was found to the keypad. The keypad was removed to find no damage to the button contacts. The pump was unable to power up and the keypad buttons were unable to be tested for functionality. Unrelated to the original complaint, the battery compartment was cracked, with corrosion and a leak. The pump was opened and moisture damage was found on the printed circuit board. There was no power due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.